Event description:
Two rings spun out during procedure. Plate remains implanted without the two rings and corresponding screws. Thirty minute delay in surgery. Patient's outcome: no adverse effect reported as a result of this event.